Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak from cuff. Patient involvement unknown.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received in used condition; one photo was also provided for analysis. During the initial visual inspection, it was not possible to detect any condition on the surface of the cuff or in the inflation system. Per functional leak test, the sample did not pass the test because it did not fully inflate. To identify if there was a leakage in the cuff, the sample was inflated with the use of a syringe, then the sample was submerged under water and no leaks were identified in the cuff or inflation system. After the tests were performed, the reported condition (leaking) was not confirmed, because the cuff was able to inflate and deflate completely, and no leaks were detected. The main detection point (leak test) correctly detects that the sample has some condition in the inflation system, however, the sample was able to inflate and deflate using the syringe. No other analysis was performed. A device history record (DHR) review could not be performed as the lot number was unknown. No actions were taken since the complaint was not confirmed.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. UDI related data quality updates only.